Event description:
It was reported that the meter remote "ezcarb" calculation (the amount of insulin required based on carbohydrate intake) was inaccurate.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, animas will conduct an eval and a supplemental report will be filed. The pt's mother confirmed that no boluses were delivered to the pt when she felt the calculation was inaccurate. The pt's mother also stated that the pt's bolus doses may also be calculated by the pt's insulin pump and that the doses calculated by the pt's pump are accurate. No conclusions can be made at this time.